Event description:
Customer reported she experienced high blood glucose and has been hospitalized three times recently; customer was currently at home. Initial blood glucose level was 567 mg/dl and last reading was 453 mg/dl. Customer had disconnected from the insulin pump and reverted to manual injections. Customer removed the infusion set and the cannula was straight. Customer was advised to contact the doctor. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See MFR report # 2032227-2014-45915.